Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl at the time of incident. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Auto mode was automatically delivering the insulin at the time of low blood glucose. Auto mode shield was displayed on the home screen. Self test pass. Customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with label damage. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08650 inches. No unexpected insulin flow blocked alarm/no defects noted during testing. (B)(4).